Event description:
A malfunction was reported on a pump, confirmed by the presence of a fault code. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump with one containing updated software. The customer was instructed on transitioning to an alternate form of insulin therapy and on returning the faulty pump to avoid charges. Additionally, the customer was advised on setting up the new pump and reconnecting their cgm.